Manufacturer narrative:
(B)(4). The device was returned for analysis. A longitudinal tear was observed along the balloon working length. The tear extended from the proximal inner shaft marker to the distal balloon cone. The balloon material was jagged along the length of the tear site. Scratches were visible on the balloon material proximal to the proximal end of the tear site. There were kinks along the distal shaft distal to the guidewire entry port.

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to pre-dilate a mildly calcified and mildly tortuous proximal r-pda lesion exhibiting 80% stenosis. No damage was noted to the device packaging. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that no resistance was encountered during delivery and no excessive force was used. During the first inflation to 14atm it was reported that a burst occurred. A sudden or gradual drop in pressure was not noted on the inflation device. Device was not moved or repositioned prior to the burst. Procedure was completed with another sprinter legend balloon.